Event description:
The patient reported he was sitting on his porch during a storm. When lightening flashed across the sky, it picked him up from his lawn chair and threw him into his wife's lap. Since that time, the pt had felt a surging or fading sensation. The patient's symptoms were located at the paresthesia area. Movement did not cause the stimulation to change. The pt indicated that the surges were not painful, and he was happy with the device. The pt was concerned that his device had interacted with the lightening. The pt was at home and his status was reported to be good. The pt was encouraged to contact his health care professional (hcp) due to the trauma of being thrown from the lawn chair. Eleven days later, the pt called and stated wires were coming out of the incision site. The pt saw his hcp and was told that it was undissolvable stitches that were coming through and not wires. The hcp removed the stitches and bandaged the area. In 2008, the pt reported charging more than expected. Initially, the pt was able to charge once a month, but now needed to keep the recharger on the stimulator to keep the battery charged and turned on. He also stated he needed to recharge at longer and longer intervals (5-9 hrs). The pt stated he was going to have a lead repositioned because the lead had fallen out of place. The hcp reported that the pt experienced worsening pain and greater stimulation with the use of the stimulator on his left than his right following a violent sneeze. Some few days later, the lead was surgically revised; the right lead was moved superiorly approx 3 mm. No complication occurred during the procedure. The pt recovered without sequela.

Manufacturer narrative:
See scanned page.